Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approx 22 days of support on the lvad, a yellow wrench alarm was observed from the system controller. The system controller was immediately exchanged. A log file submitted to the MFR for analysis indicated that the pump was disconnected from the system controller immediately following the yellow wrench alarm. A backup battery test fail also occurred at the same time as the yellow wrench alarm.